Manufacturer narrative:
Concomitant medical products: ivs02(lot#:0302040-24), gpsl gynecare gynemesh (lot# spe302), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of symptomatic pelvic relaxation, stress urinary incontinence. It was reported that after implant, the patient experienced dyspareunia, vaginal pain, urinary urgency, urinary frequency, difficulty emptying bladder, severe pain in buttock region, bladder pain, nocturia, urge incontinence, levator muscle pain, scarring, mesh tape sling on quite a bit of tension, mesh extrusion of the posterior wall near introitus, and exposed portion of mesh. Post-operative patient treatment included surgical intervention. The device had been used with gpsl gynecare gynemesh, lot# spe302.